Manufacturer narrative:
Image review: 1 fluoroscopic image and 1 cine loop of the fluoroscopic-load check and 5 photographs of the removed delivery catheter system capsule and valve were provided for review. The patient¿s summary was not provided for anatomical review. Adverse events that may be associated with the use of the valve include, but may not be limited to, the following: delivery catheter system malfunction resulting in the need for additional re-crossing of the aortic valve and prolonged procedural time. The image shows a very slightly bent capsule under fluoroscopy check. However, this could also be a perspective mistake. The images show a very small space between a paddle and the paddle attachment block (one time hat-marker points towards and one time away from the viewer). The reported paddle out of the pocket most likely has its origin in an overlooked misload during fluoroscopy load check. However, it must be stated that the misload here was difficult to identify. A prolongation of the procedure time has probably occurred but was not reported, neither were any adverse patient effects. Updated/corrected data: b5. H6. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a dislodge did not occur.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves. Product ID l-evolutfx-34 (lot: 0013028557); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure with a transcatheter aortic valve, fluoroscopy revealed a successful valve load. During the first deployment, the valve was positioned too deep and was recaptured. On the second deployment, the paddle was observed to be out of the pocket. The valve was recaptured and removed, and a new valve and delivery system were used for replacement.